Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported battery impedances were unable to be completed as there was interference when telemetry head was placed on the battery. Blood was present inside the header of the battery. Physician pulled the lead out from the battery header and attempted to suction blood out but was unsuccessful. They used a new battery and inserted that instead. Issue was resolved at that time. There were no further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported.

Manufacturer narrative:
Below are the analysis findings and test results: the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the rep needed troubleshooting for an impedance issue. Rep said when they first tested impedance with the ins, impedance showed out of range, they noticed there was blood in the header block. The healthcare provider (hcp) tried to remove as much of it as possible, but the impedance remained high. The rep also mentioned that they experienced interference in the operating room, but they were able to eliminate it. No symptoms were reported. No further complications were reported or anticipated. [Omitted information from pe- high impedances on implanted ins]